Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27aug2020. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 2 tooth extractions on (B)(6) 2021 which led to bleeding from extraction site. Warfarin, coumadin and study medication were held from (B)(6) 2021 to (B)(6) 2021. This was resumed on (B)(6) 2021. Patient was seen on (B)(6) 2021 in the emergency department with uncontrolled bleeding from the extraction site. Patients hemoglobin was at 10.6/32.8 and international normalized ratio at 2 on (B)(6) 2021. Patient was examined by dentist and found a large clot over the area with nothing to cauterize. Labs were requested on (B)(6) 2021. Bleeding stopped and patient is doing well. Patient maintains on warfarin and study medication. The event was resolved without sequelae on (B)(6) 2021. It was reported the bleeding was possibly device related.